Manufacturer narrative:
Combination product: yes.

Event description:
The leads capture threshold was gradually rising (2.5v @1.0ms at time of replacement). Impedance (546 ohms) was stable. Due to the patient being pacemaker-dependent, the physician decided to cap this lead and implant a new rv lead. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.